Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product: odp. Subject device has been received and is currently in the evaluation process. Placeholder.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding: a torque limiter fell apart during first use. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the torque limiter was subjected to an inspection of the manufacturing and material documents and it was found that all requirements and the specifications have been met. Based on this finding, the damage pattern is indicative of a consequence of the wrong handling. The clutch has been disengaged from the housing and the shaft is bent. The torque limiter has been operated in reverse. After our instruction for use (IFU) this is not allowed.